Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 555cc mentor memoryshape breast implant and experienced postoperative right-sided wound infection. As a result, the patient underwent removal and replacement with a 555cc mentor memoryshape breast implant (catalog #: 3341352, serial #: (B)(4))on (B)(6) 2019. Even after the vision surgery, the patient continues taking antibiotics and a jp drain placement for the infection.